Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "insufficient seal". The DHR review could not be performed without a lot number. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the customer got false temperature from bard temp sensing foley catheter. As it was falsely elevated compared to rectal or skin. Also customer asked about how long could temperature foley stay in without breakdown. Representative explained that the urinary bladder was a closed organ and act as a heat source reflecting core body temperature. The thermistor embedded in the foley catheter was designed to detect temperature within the organ via modes of conduction and convection either by direct or indirect contact of urine or mucous tissue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer got false temperature from bard temp sensing foley catheter, as it was falsely elevated when compared to rectal or skin. Also customer wanted to know about how long could temperature foley stay in without breakdown. Representative explained that the urinary bladder was a closed organ and act as a heat source reflecting core body temperature. The thermistor embedded in the foley catheter was designed to detect temperature within the organ via modes of conduction and convection either by direct or indirect contact of urine or mucous tissue.